Manufacturer narrative:
Patient weight from doctor visit on (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider who reported they saw the patient on (B)(6).

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member of a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient had fallen a couple days prior and hit their head. The patient hasn't been able to walk and their right hand is in the closed position since. The patient reportedly bled from their head quite a bit where they hit it. After syncing with the ins it was shown to be on. The patient has an appointment with their healthcare provider in the coming week. No further complications were reported.